Event description:
Consumer complaint of about blood result reading low. Expected blood glucose range should be 4.0-7.0 mmol/l fasting and 5.0-10.0 mmol/l 2 hours after a meal. Consumer compared results from the meter (7.8mmol/l) to the lab instrument (10.6mmol/l). Last 4 results from memory were 10.0mmol/l, 4.2mmol/l, 10.8mmol/l, and 16.8mmol/l. Based on parkes error grid analysis, the bias between the lowest result in memory (4.2mmol/l) and the lowest normal result (10.0mmol/l) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).